Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary forceps was used during a thoracoscopic biopsy procedure on (B)(6) 2024. During the procedure, the forceps could not be closed, and biopsy could not be extracted normally. The procedure was completed using another radial jaw 4 pulmonary forceps. There are no known patient complications as a result of this event.